Manufacturer narrative:
Skin infections and abscesses are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.

Event description:
This adverse event occured outside the USA, in united kingdom. A nurse notified teoxane about an adverse event on (B)(6) 2023. A female patient was injected : - in (B)(6) 2022 with 2.4ml of teosyal rha 4 in the nasolabial folds and in the marionette lines (rc/2303150) - in (B)(6) 2022 with teosyal rha 1 in the lips and lips contour (rc/2303151) the patient received other aesthetic treatments : - in (B)(6) 2020 : non-surgical rhinoplasty with revolax - on (B)(6) 2022 : anti-wrinkle injection (azzalure in forehead and glabella), no issues were noted - on (B)(6)2023 : anti-wrinkle injection (azzalure in forehead and glabella), no issues were noted during the first week of (B)(6) 2023, the patient felt unwell and presented with a sore head and a sore throat, that resolved with no issues. On (B)(6) 2023, the patient reported mild swelling in the left medial cheek. Two (2) days later, on (B)(6) 2023, she received injections of teosyal rha 2 0.5 ml in the lips (rc/2303152). Six (6) days after this last injection, on (B)(6) 2023, the patient had increasing swelling, pain, and erythema around the left medial cheek. At this time, she also felt generally unwell; therefore, she visited her general practitioner who prescribed antibiotics (amoxicillin) and referred the patient to the dentist. The same day, at the dentist, the patient described having taken antibiotics. The dentist also referred her to a maxillofacial physician, who reviewed her on 23-feb-2023 and detected a dental abscess using an x-ray. Following this, the patient had two teeth drilled by the dentist to drain the abscess on (B)(6) 2023. Reportedly, no substance was drained and the teeth were left open. Then, on (B)(6) 2023, the maxillofacial physician reviewed the patient again. No improvement was noted, and he prescribed antibiotics (amoxicilline-clavulonic acid and metronidazole). The patient underwent a CT-scan which she described as "all clear." On (B)(6) 2023 the patient was reviewed once more by the dentist and the maxillofacial physician; the patient felt no improvement in the reaction. Considering the patient's aesthetic history, the maxillofacial physician suggested the adverse event could potentially have a link with dermal fillers and recommended to dissolve the filler. The same day, the patient presented to the injector. On assessment, the injector observed that the areas of hyaluronic acid were severely inflamed, swollen, and firm. Additionally, she confirmed that the area of abscess was where the practitioner injected a deep bolus in (B)(6) 2022. The patient received antibiotics (doxycycline and ciprofloxacin) and injections of 3000 units of hyaluronidase (in 10 ml of lidocaine/saline solution). The nurse evoked a possible granuloma. On (B)(6) 2023, the patient reported to feel a mild improvement around the nasal and labial area, and a slight improvement in the lips. On (B)(6) 2023, on assessment, some areas were softer; however, large areas were still extremely firm and painful on palpation. Lips were particularly painful at rest and on movement. Furthermore, the patient complained of swelling around the bridge of the nose that corresponded to her previous non-surgical rhinoplasty. As treatment, the patient received injections of 6000 units of hyaluronidase (in 4ml of lidocaine). On (B)(6) 2023, the patient had a face-to-face review with the injector. A mild improvement was noted, although several large, firm, and painful to touch nodules were still evident (without signs of infection). The patient received corticosteroid anti-inflammatory treatment (prednisolone) with tapering regiment and injections of hyaluronidase (6000 units) with firm warm massage. On (B)(6) 2023, the patient was treated with hyaluronidase with the help of an ultrasound, a dental block (local anaesthetic) and firm massage. There was an overall improvement noted with 4 smaller nodules remaining palpable. On (B)(6) 2023, the adverse event worsened, notably with large nodules evident in lip and nose. She received injections of 6000 units of hyaluronidase. On the same day, the patient went to the dentist and had a root canal (dental procedure used to treat infection). On (B)(6) 2023, the patient reported feeling worse, the nose filler being more inflamed and painful on palpation. She had been reviewed by a complication expert on (B)(6) 2023. According to the follow-up information received on (B)(6) 2023, the patient had blood tests done although their exact nature is unknown. The injector planned to see her in two days and to go back in to try to dissolve the hyaluronic acid. Additionally, during the first week of (B)(6) 2023, a local medical expert provided assistance. He put the injector in touch with a local colleague, working in a UK wide complications group. The patient situation, and symptoms' evolution are monitored. No additional information is available at the time of this report.